Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) assisted the customer with pocket recovery. Pocket a5 to main drawer 5.2 was showing read, write error. So, the fse proceeded to reseat all cables to main drawer 5.1 and 5.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed and the cubie was not pop open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.